Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients relative that their implantable pulse generator (ipg) system was ex planted because it was not working. No patient complications have been reported as a result of this event.